Event description:
(B)(6) 2018 - MDR=yes. Si. This product may have caused or contributed to serious injury or death. This left ventricular (lv) lead was capped for unknown product performance issue and replaced. Reasonable evidence suggests a malfunction occurred in which surgical intervention was necessary to resolve situation. No additional adverse patient effects were reported.